Event description:
It was reported that upon deploying an embolization coil within an aneurysm. The coil prematurely detached partially in the microcatheter and the parent artery. Attempts were made to retrieve the coil with an alligator retriever unsuccessfully. An enterprise stent was placed to fix the coil against the vessel wall of the acom. The pt was reported to be doing well. No harm reported. This complaint was reported to our us office on (B)(6) 2012.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample has not been performed as the device has not been returned to date. The device is said to be available for return. The root cause of this complaint can not be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.